Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was symptomatic and experienced dizziness and polydipsia but the cgm was displaying 100 mg/dl. A bg was performed which was 500 mg/dl. The patient is using a medtronic 600 series pump for insulin delivery. The patient inserted a new sensor later that night and stated she is in stable condition. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.